Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, implant did not deploy, the haptic incorrectly positioned on the implant. There was no patient harm. Additional information was requested.